Event description:
It was reported that part of the metal tip broke away into the pt's knee. The report does not indicate that the detached tip was left in the pt's surgical site. There were no other complications reported. No pt complications were reported as a result of this event.

Manufacturer narrative:
Add'l manufacturer narrative: the pt identifier, age, weight and gender were not available.